Event description:
User receiving high ise pt results occurring 2 to 3 times per night over the last week. Actual number of pt samples affected was not provided. Only the following pt example of discrepant results in 2009 was provided which was typical of the problem. Initial potassium gave 6.3; repeat gave 4.5 mmol per l. Erroneous results on these samples were not reported.

Manufacturer narrative:
The field service rep determined the cause to be a dirty dilution vessel, and removed salt deposits, and cleaned around the dilution vessel. Calibration and controls were run to verify analyzer performance. Results were successful.